Manufacturer narrative:
The investigation into the low pump flow issue has been completed since the original report was filed. The pump was returned, tested, and evaluated. Visual inspection found no issues on the pump. The failure mode could not be reproduced as pump ran without issue under bench test. The root cause of the low flow was most likely a patient condition as no issue was found on the pump.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 54-year-old female/male noted as high risk percutaneous coronary intervention was implanted with an impella device for mechanical circulatory support. The implanted impella cp pump experienced low pump flows coinciding with no lv signal during patient support. Repositioning was attempted, but the flow remained low and the motor current remained flat. Due to the noted failure, the decision was made to replace the pump. There was no patient harm.